Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a false air bubble detection (abd). The device was not changed out, as they changed the cable and problem went away then came back. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(6) 2014: the perfusionist (ccp) was using a roller pump as the arterial pump and abd was located in the tubing segment between the venous reservoir outlet and the arterial pump. During cpb, there was an air detection alarm with audible and visual messaging. As designed, the arterial pump stopped. No air was observed in the cpb circuit. The abd was able to be reset, via the safety monitor, and the arterial pump was able to be re-started. The time off cpb was estimated to be about ten seconds. Later, in this same procedure, the abd alarmed again and again no air was able to be observed in the cpb circuit. The ccp attempted to reset the abd (via safety monitor), but was not able. The ccp turned to abd to the off mode and the arterial pump was again re-started. The estimated time off cpb was about fifteen seconds. The cable, between the safety monitor and the abd sensor, was changed out and the abd sensor was again able to be placed in the on mode. There were no other issues the remainder of cpb. The case was completed successfully, without delay and without associated blood loss. The arterial pump did stop twice during the procedure (due to abd alarms) with a total stoppage time of twenty-five seconds. According to the ccp, these stops did not delay the actual surgical procedure. Since no air was observed, the ccp considers these as false alarms. There was no harm observed or reported.

Manufacturer narrative:
This complaint is related to MDR # 1828100-2014-00683. Evaluation is in progress. But not yet concluded.